Event description:
It has been reported that during the procedure, there reportedly appeared to be leakage at the three way stopcock. The device was removed and replaced. There is no report of pt injury. The device is being returned for evaluation.